Event description:
Unstable pt. Hospira plum pump triple chamber went blank. Due to extreme sensitivity to his blood pressure once the pump went blank, a malfunction system was notified and it took a few minutes to get the pump working again. This resulted in the pt coding. He was resuscitated.